Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular failure and patient outcome could not be conclusively determined through this evaluation. It was unknown if an autopsy was performed, and it was unknown if the device was explanted for evaluation. As of (B)(6) 2023, the heartmate (hm) ii left ventricular assist system (lvas) had not been returned for evaluation. If the device returns at a later date this investigation will be reopened. The customer communicated that no additional information will be provided. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to right ventricular failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.